Manufacturer narrative:
Correction/additional information: initial reporter, (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the umbilical was replaced. They confirmed remote presence with technical services. A system checkout was performed and the system is working as intended. The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was unable to be confirmed. The cable was tested and the lemo connector mechanism was loose. They installed the cable on a known working system and the motion and generator readied. Communication and charging passing. No intermittent issues while under testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when turning on the system, the site sometimes has to jiggle the lemo connector of the umbilical cord where it plugs into the image acquisition system (ias) to establish communication. The site stated that the umbilical cable looks worn. No patient was present at the time of the event.